Event description:
Spontaneous call, pt's husband stating pt needs new pump, it's not working. No mention of any issues or missed doses from the defective pump. We are shipping a replacement pump and returning the defective one. No other info known. Reported to (B)(6).